Event description:
Customer reported that this 9600 will not boot, it stops after displaying blocks (blocks have turned off), but before any arrows appear. There is no pt involvement.

Manufacturer narrative:
On 11/5/07 installed the new image function board, but it did not fix the issue. Removed the board again. Will wait until the customer troubleshoots further. On 11/7 installed new sram program file card. The 9600 c-arm is now functioning as intended.